Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer (fse) had reset the connections, which did not resolve the issue. The fse replaced the retractor band, after which all functions returned to normal, and the customer was satisfied. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and cannot be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.